Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the device failed to deliver energy. The procedure was said to have been completed using a different device. There was no pt harm reported.

Manufacturer narrative:
The electrosurgical unit referenced in this report was returned to olympus for eval. The eval found that the electrosurgical unit was working appropriately; however, the cable of the foot switch was broken and folded, which likely caused the user's experience. The instrument history showed that the electrosurgical unit and the foot switch had been in use for fifteen years. The original equipment MFR determined that the reported phenomenon is attributed to wear and tear. This report is being submitted as a medical device report in an abundance of caution.